Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 183 mg/dl. The insulin pump was not dropped, bumped or exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.